Event description:
It was reported that a "no message" alarm went off. The customer changed the pump to another one, but a "no disposable, pump won't run" alarm sounded. He then changed the cassette to another one, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken - no actions taken were performed since the complaint was not confirmed.